Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is deceased. There is no known allegation from a healthcare professional that suggest that the death was device related. The cause of death was unknown. It was noted that the patient was under hospice care. No additional information was reported.